Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device fro an implantable neurostimulator (ins). The reason for call was due to difficulty recharging the ins. Pt reported that the ins will not charge because they keep getting the poor recharge quality screen. Pt stated they will select the option "try again" to attempt to recharge, but the screen "spins and spins" to try and find the ins, but never establishes a charging session. Pt added that the equipment was "kind of working", but then prevented the pt from charging the ins on saturday, sunday, and today. Pt stated they have already tried a controller reset. Pt noted seeing no device found previously.  Pt reported seeing the poor recharge quality screen. Pt selected "try again" and reported seeing poor recharge quality. Pt confirmed the recharger paddle was directly over the ins. The pt stated they fell previously (not related to ins), but noted they had been having problems with charging before the fall. Pt confirmed the recharger relay box was getting very hot. Pt noted they never had difficulty recharging the ins until this issue started. The issue was not resolved. An email was sent to the repair department to replace the device.